Event description:
It was reported that the user inserted an ilet insulin cartridge without performing the required rewind step, which led to insulin leakage from the cartridge and a blood glucose of 280 mg/dl; the reported device component involved was the plunger. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.